Event description:
The ge oec 9800 fluoroscopy system would not boot up issues and occasions where the system would lock up during a procedures.

Manufacturer narrative:
A ge oec service rep investigated the issue and found a defective fluor function board (ffb). The ffb was removed and replaced. The system was tested and found to be operating as intended. The system was released to the customer for use. There was no pt info available from the facility with respect to this issue. No injury resulted or was reported.